Manufacturer narrative:
Product analysis device returned with filter basket partially extended out of the green delivery catheter. Kink observed to wire proximal to floppy tip it was possible to fully advance the filter basket out of the green delivery catheter. Deformation observed to filter basket deformation to tip of green delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid stent implantation procedure, for left carotid artery stenosis, with severe stenosis at the c1 segment of about 85%. The embolic protection device with a guide wire was to be raised to the distal end of the lesion for distal protection. After the embolic protection device was taken out of the ring dispenser, it was fully hydrated. After the embolic protection device was tested in vitro, the guide wire of the embolic protection device was slowly pushed, and the embolic protection device could not be completely pushed out of the embolic protection device sheath. The surgeon considered that the embolic protection device could not be retrieved normally, and the device was replaced with a product of the same model, and the operation proceeded smoothly. No patient complications have been reported as a result of this event. When the device was returned for evalaution, it was noted that the filter basket was damaged.